Event description:
It was reported that a spectrum pump failed preventative maintenance testing. The customer stated that the device delivered 45-46 ml during testing. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR reference number: (B)(4). Baxter received the device, but the eval is still in progress. When the eval is complete, a supplemental report will be submitted.